Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead; 5076-52 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that left ventricular (lv) lead exhibited intermittent capture even at high threshold measurements and sometimes required additional higher outputs in order to capture. The lead was capped. No patient complications have been reported as a result of this event.